Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed an lvad internal fault alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. Review of the submitted log files also confirmed pump resets, which appeared to be consistent with electrostatic discharge (esd) events. The controller event log file contained events from 20feb2025 through 21feb2025. An lvad internal fault alarm became active on 20feb2025 at 23:45:48 following a pump reset event and remained active until the driveline was disconnected the following morning at 06:20:26. The driveline disconnect appeared consistent with the reported controller exchange (see pi-2025-0029936-02). Several low flow alarms were captured while the lvad internal fault alarm was active. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. D are currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. The testing & classification tables in section 9 of this document include esd. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller incident while on mobile power unit (mpu) power. It was a hazard alarm with noted low speed of 4900-5000 with set speed of 5400. He switched to batteries and the alarm resolved for a moment then low flow alarm started with speed still 5000. The patient's system controller was exchanged and the alarm resolved. Log files were not available, and the system controller would return for evaluation.